Event description:
The recipient's device was reportedly explanted for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the fantail was sliced prior to receipt. In addition, tool damage was also revealed on hybrid casing. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires in the fantail region. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is believed to have been caused by damage induced during revision surgery. The manual capacitor leakage test revealed readings that were unstable due to flooded components. This is believed to have been caused by damage induced during revision surgery. This device was explanted for medical reasons. However, this device had a gross leak failure at the caseband braze, which is believed to have been induced during revision surgery. Based on this, it is determined that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.